Event description:
A report was received that the patient had developed an infection at the ipg site. The physician did not believe that the infection was device or procedure related. The patient was prescribed with antibiotics and underwent an explant procedure. The infection has been resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.